Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global catheter broke. The following information was provided by the initial reporter: tip of cannula has broken off as mo withdrawing whole unit. Mo attempting to withdraw blood sample when noticed ballooning and pt complained of soreness in left cubital fossa. Withdrew cannula and tip snapped. Torniquet applied and urgent uss required. Tip has been surgically removed - lodged in subcutaneous tissue.

Manufacturer narrative:
Investigation results: the complaint of a break in the IV catheter tubing was confirmed; however, the root cause could not be determined. Two 20g insyte autoguard IV catheters were provided for investigation. The length of one IV catheter was shorter than the other. The shorter IV catheter exhibited evidence of use and a microscopic examination of the IV catheter tubing revealed an uneven surface at the tip. The cross section exhibited evidence of a sharp instrument cut. A longitudinal scoreline was observed in the tubing leading to the sharp instrument damage. A breach in the IV catheter that was consistent with needle puncture damage was also observed near the broken end of the IV catheter. It is possible that the IV catheter was damaged by a needle during insertion; however, the specific mechanism of damage could not be determined. Had the needle punctured the tubing during manufacturing, the damage would likely preclude insertion of the device. The instructions for use (IFU) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A quality notification for needle puncture damage in the IV catheter tubing was generated during the production of this batch. However, it could not be determined if that incident contributed to the failure observed on the sample. No other similar complaints were reported from the implicated lot. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.